Event description:
The synergy spinal system was implanted into the patient in 2001. A revision was required to "take off the old material and extend the material to cervical levels." During the procedure the surgeon was not able to remove the screws from the sliders. Additionally, it is reported that the surgeon "had to use a hammer and a strong force to remove the sliders." The force required caused two lamina to break and as a result, "much more bleeding."